Manufacturer narrative:
No product has been returned and a valid strip lot number and meter serial number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision test strips, and there were no adverse trends that indicate any potential product related issues. A tripped trend review was completed for the reported complaint and precision xtra meter, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.this also serves as a correction report. Section d-1 (brand name) and g-5 (pma510k#) were incorrectly documented in the initial MDR 30 day report. Both sections have been updated.

Event description:
Customer¿s caregiver reported that on (B)(6) 2019 customer¿s adc blood glucose meter produced a reading of 94 mg/dl, which was higher than he felt. Customer was feeling ¿weak and then fainted¿. Customer¿s grandson called an ambulance. A reading of 55 mg/dl was reported but it is unknown on what device it was received. The caregiver was unsure about the treatment provided but thought there was insulin given and ¿a drip¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported that on (B)(6) 2019 customer¿s adc blood glucose meter produced a reading of 94 mg/dl, which was higher than he felt. Customer was feeling ¿weak and then fainted¿. Customer¿s grandson called an ambulance. A reading of 55 mg/dl was reported but it is unknown on what device it was received. The caregiver was unsure about the treatment provided but thought there was insulin given and ¿a drip¿. There was no report of death or permanent injury associated with this event.